Event description:
On (B)(6) 2010, pt underwent posterior lumbar decompression and fusion with pangea polyaxial pedicle screw instrumentation at l4/l5 bilaterally. Final torque wrench maneuver performed. Wrench registered prescribed "click" to signify system final tightening successfully performed. Mfrs rep present in room to acknowledge. Intraoperative and postoperative discharge x-rays showed instrumentation in good position. Pt returned for office follow up on (B)(6) 2010, wherein x-rays showed no evidence of any instrumentation issue. Pt returned for office follow up on (B)(6) 2010, wherein x-ray showed telescoping of the left rod out of the left l4 screw even though the locking top hat remained in place on the screw. There was no change in the position of the right sided instrumentation. Fusion mass was consolidating. Pt was kept on no active range of motion physical therapy regimen. Pt returned for office follow up on (B)(6) 2010 and x-ray showed that in addition to telescoping of left rod out of left l4 screw, there was now telescoping of right rod from right l5 screw. Pt was admitted to hospital and explantation was performed (B)(6) 2010, with reimplantation of pedicle screws by another MFR. Findings intraoperatively were that left rod could be removed from left l5 screw without any effort, even though the top hat was still in place. It was already out of left l4 screw, whose top hat was already in place. Both heads had polyaxial rotation ability still, so final lock down had not occurred. There were serrations along top hat showing that wrench had torqued the top hat, but obviously not enough to perform the three point fixation between screw, rod and top hat. On the right side the rod had completely telescoped out of the right l5 screw and was easily slid out of the l4 screw. Both screws maintained their polyaxial rotation and both top hats had serrations of the torque wrench having been there, so, again, it appears that the final torque mechanism had not occurred. I think that the torque wrench tightened just enough to hold the components together for two to three months until the cyclical loading of body motions and forces caused the connection to fail. MFR: synthes USA; name: pangea screw-rod to hat connection mechanism. Strength: I have the implants. MFR: synthes USA. Diagnosis or reason for use: lumbar disc herniation with spondylosis; lumbar spinal stenosis with retrolisthesis. Name: pangea final torque wrench, strength: returned to MFR 9/30/2010 by hospital. Suspect defect is in the calibration of the final torque wrench or in the screw-rod-top hat connection that fails cyclically over time with body motion and forces.